Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had stuck button alarm. Customer¿s blood glucose level was unknown. Customer also had an issue regarding auto mode on insulin pump. Customer was unable to enter auto basal. Trouble shooting was perfumed and auto mode turned off. The device will not be returned for analysis.